Event description:
It was reported that the pump gives a blinking sound as though there is a leakage in the dressing. An alternative dressing was used (opsite incise drapes) to confirm there was no leakage. However, the sound persists causing the pump not to suction as it ought to. Treatment was paused due to the faulty pump, subsequently leading to the customer requesting for another pump to complete the procedure.

Manufacturer narrative:
The device used in treatment has not been returned for evaluation therefore we are unable to establish a relationship between the reported event and the device and the root cause is undetermined at this time. If the device is returned in the future this complaint will be re-assessed. The reported failure mode can potentially be caused due to creases in the dressing or if it is incorrectly applied or the dressing integrity has been compromised, please refer to the instructions for use for further information. A review of manufacturing records for the reported lot number found no non-conformances or anomalies during production. The device met all specifications upon release into distribution. A complaint history review for the reported event has been reviewed revealing further instances however no further action is deemed necessary. This investigation is now complete with no further action deemed necessary. Please be assured that all products are released to market following rigorous quality checks during production and prior to despatch. By acknowledging and investigating your complaint this collaboration enables us to drive our passion to continuously review, improve and steer our shared purpose of providing the best possible outcome for customer and patients. Smith and nephew take all customer complaints and concerns seriously, we strive to have the best understanding of our patients needs and have built a strong culture of care, collaboration and courage to offer a service which we are proud of.